Event description:
In preparing room for surgery, when this item was opened it literally fell apart.what was the original intended procedure?not applicable.device #1is this a laboratory device or laboratory test?no.